Manufacturer narrative:
The results of the investigation are inconclusive since the device has not been returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2022-18998. It was reported that patient had extensions that were cut and left in place during ipg explant on (B)(6) 2022. Surgical intervention was undertaken on (B)(6) 2022 where the extensions were explanted and replaced along with a new ipg being implanted. Therapy was restored post-op.